Event description:
It was reported that the vassallo gt .014 floppy ("the product") was caught up in a .014 boston scientific rubicon catheter and sheared off during an angiography procedure. The vessels showed 70% to 80% stenosis and were non-tortuous. Because the guidewire was damaged during use, the physician refrained from using this guidewire.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. [Manufacturing records] all products were confirmed to have passed inspection. [Lot history review] one similar defect report had been received for this lot. (3012223769-2026-00001). [Complaint history review] complaints about products of the same structure (014in ss floppy l190cm, 014in ss floppy l300cm, 018in ss floppy l 190cm, 018in ss floppy l 300cm, vgw1423fl0, vgw1430fl0, vgw1423fl0f, vgw1430fl0f, vgt1823fl0, vgt1830fl0, vgt1823fl0f, vgt1830fl0f) over the past three years showed that the number of events of separation was small and did not show an increasing trend. [Returned product investigation] since the product was not returned from the user facility, the product was not available for the investigation. As it was reported that the device became caught within a boston scientific rubicon catheter and subsequently fractured, it was considered that the fracture resulted from mechanical stress generated during advancement and withdrawal after the device became caught in the concomitantly used device. A review of the manufacturing history and inspection records identified no abnormalities, and a review of the complaint history for the same lot confirmed that the frequency of similar events is low. Accordingly, we assess that this event was not attributable to the manufacturing process but was attributable to procedural factors. However, we cannot completely rule out the possibility that fragments were left behind in the patient's body. Instructions for use (IFU) states: [warnings] ~never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position. [Otherwise, damage to the guide wire may occur.] Determine the cause of resistance under fluoroscopy and take any necessary remedial action. [Malfunction and adverse effects]. Possible complications and adverse events of guide wire use include, but are not limited to: damage of guidewire (separation, breakage).